Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information obtained from the device. Evaluation. (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) to hospital that the ratchet for a mesher was broken and was jammed on the device. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 found that the bottom roller on the mesher had a small bur that prevented the handle to be put on smoothly and that the handle had the sliding pin incorrectly installed. The 1.5:1 cutter was found to not produce a passing test mesh. Repair of the mesher occurred the same day and involved removing the bur from the roller as well as disassembling, reassembling, and lubricating the ratchet. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutter were then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) and (B)(4) on (B)(6) 2019. While the service technician found that the roller had a burr and that the ratchet handle had an incorrectly installed sliding pin, both issues that would cause the ratchet handle to not function as intended and then become stuck on the mesher, it cannot be determined from the information provided as to what caused the roller to burr or how the ratchet handle ended up with an improperly installed sliding pin. Therefore, a specific root cause of the reported ratchet issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit`s handle had broken and ratchet was jammed on the shaft. The event occurred before surgery, before sterilization. Alternate device was readily available to use. No delay. No adverse events were reported as a result of this malfunction.